Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined but is consistent with lead dislodgement.

Event description:
During follow-up, a decrease in sensing was noted on the atrial lead. Diagnostic imaging revealed that the lead had dislodged. The lead was revised and remains implanted and the patient was in stable condition.